Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00016 (colagen corp #1026431). This is the first MDR being submitted for the first suspect product. A physician reported a pt who on 11/09/1999 and 12/08/1999, was skin tested. Both test results were negative. In 2000, the pt was administered two formulations of product into the nasolabial folds and the oral commissures. On 02/14/2000, the pt presented with swelling, mild erythema and hard bumps at both nasolabial folds. Both skin tests were negative at that time. No treatment was administered. On 02/24/2000, the pt presented with nasolabial folds erythematous with flat induration which was palpable. Both skin tests were pink and firm. Symptoms were reported by the pt to be intermittent and had flared following ingestion of veal on 02/23/2000. Intralesional kenalog was administered on 02/24/2000. Hypersensitivity was the physician's diagnosis. The pt had been contraindicated from further collagen treatment. The physician was considering laser resurfacing for capillaries which were red, and planned to follow-up with the pt as necessary.